Event description:
It was reported that the lv lead impedance was out of range (>200 ohms) when measured through the device, but the lv impedance measured within normal range with an analyzer. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis could not confirm the reported high left ventricular (lv) lead impedance. However, it was noted that the lv output waveform was distorted. Further analysis was conducted and determined the root cause was gate oxide (an electrical insulating layer) leakage in a transistor in an integrated circuit.